Event description:
This is the third of 4 instruments that were returned none of the devices were labeled so all will be evaluated and reported on for the same failure. Related MFR report #2183680-2013-00059, 2183680-2013-00061, 2183680-2013-00062.

Manufacturer narrative:
Four devices returned together, cannot determine which device is being reported on, therefore, all 4 devices will be evaluated. The device was returned in a very clean condition. Visual inspection reveals the shaft is slightly bent. Also found the insulation to be slightly cracked on all 4 electrodes, the flare remains intact. The ratchet lock was in the "off" position. The jaws open/close, blade advances/retracts and the lock functions as designed. The device was plugged into the lab generator set at 35 watts for testing. The device activated and coagulated as designed. Observed slight tissue sticking. During activation there was no sparking observed. Cannot confirm the complaint.